Manufacturer narrative:
The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the shaft had been fractured off at approx. 1758mm from the proximal end. According to the specification of this product, the total length of the shaft should be 1800mm. The actual sample is missing a segment approx. 42mm in length that was not returned. Magnifying inspection of the fracture on the separated distal piece found that the fracture end of the core wire was covered with the urethane layer. The urethane layer was noted to have been diminished toward the end. The fracture on the separated distal piece revealed the generation of some creases on the surface of the urethane layer. The outside diameter was measured on the segment adjacent to the fracture and confirmed to meet the specifications, being comparable to that of a current product sample. The actual sample underwent tactile inspection for the state of the lubricity of the coating along the wire. No catch was felt. The urethane layer was removed for further magnifying inspection of the state of the fracture of the core wire, no anomalies were noted. The fracture cross-section surface was found to be almost flat with no flexure or diminishment. The outside diameter of the core wire was measured on the segment adjacent to the fracture and confirmed to be within manufacturing the specifications. Reproductive testing was conducted. A product sample was subjected to repetitive bending forces at 40mm from the distal end at a 90- degree angle till it got fractured. Electron microscopic inspection found that the state of the fracture was very similar to that of the actual sample. A review of the manufacturing and shipping inspection records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitely determined based on the available information, the appearance of the involved sample is most consistent with the actual sample being subjected to a repetitive bending force. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not apply repetitive bending forces to one specific point of the device or do not apply repetitive torque forces for a long period of time in a flexed vessel as this may cause damage to the guide wire." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that during a balloon-occluded transfemoral obliteration (b-rto) procedure the glidewire had been fractured. Follow up communication with the user facility reported: there was difficulty in advancing the wire; it was reported that the vessel was severely tortuous and the doctor had to give rotating action to the wire several times; the device was removed and found that the distal segment had been fractured off; and the fractured segment was left in the patient's body.